Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon deflated due to a water leak. Per additional information from the ibc via email 07apr2020; there doesn't seem to be any obvious damage to the catheter.

Event description:
It was reported that the catheter balloon deflated due to a water leak. Per additional information from the ibc via email 07apr2020; there doesn't seem to be any obvious damage to the catheter. Per sample evaluation, it was found during evaluation that catheter was degraded.

Manufacturer narrative:
The reported event was unconfirmed. A hematuria catheter was returned open without its original packaging. The catheter was inflated with 50 ccs of water. The balloon was allowed to sit for over twenty minutes but no balloon leakage was found. The catheter was inflated with 50ccs of air and placed in water for 5 minutes. No air leaks were noted. The device appeared to be used for treatment and a leakage issue was not found. The investigation indicated that the reported issue was unconfirmed. Therefore, a device history record review was not performed. The instructions for use were found adequate and state the following: "[warnings] method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.]. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. Applicable patients. Do not use in patients who are or have been allergic to natural rubber latex.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.